Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the instrument was fractured. O adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of both the devices identified they were fractured through the weld that holds the handle and strike plate together. Both had impact damages indicating use of the device. The devices were sent to sem for fracture analysis. Material of the strike plate and the handle was found to be consistent with 17-4 ph stainless steel. The reported device has evidence of being impacted along the instrument¿s proximal body and along one edge of the strike plate, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. Device history record was reviewed and no discrepancies were found. The root of the reported products can be attributed to tensile overload failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.